Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 at abdomen insertion site and event occurred after three or more hours of insertion. Blood glucose level was 530 mg/dl at the time of the event and patient took correction injection via multiple daily injection (mdi) to resolve the issue.